Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) replacement for normal battery depletion, twitching of the pocket site suddenly started to occur. Reverting the polarity to bipolar was attempted by using a sterile bag due to suspected power on reset (por) had occurred, but telemetry was not yet completed (remaining time approximately four minutes). Accordingly, considering possibility of the effect on the pacing output that resulted from further load on the battery, the procedure was completed without obtaining telemetry and the polarity setting remained in unipolar. Because pacing was not performed despite the patient¿s own pulse being at 30 beats per minute (bpm) or less, the pacing was subsequently, confirmed at 80ppm by energizing red and black alligator cables. Subsequently, the lead was disconnected from the ipg and connected to the new device to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.